Event description:
This was a reported lead extraction conducted in the ep lab to remove a 12 year old, malfunctioning mdt 6945 - rv. The patient also had a ra (unknown model#) which was to be left in place. The patient was prepped with arterial lines, cvs on standby and fluoroscopy used throughout the procedure. The mdt 6945 was cut and prepped with a lld-ez and lasing began with 14f sls ii. The progression of the laser ceased just prior to the svc/ra junction and the md upsized to a 16f sls ii and was able to progress past the point of binding. Just seconds after this the patient's abp rapidly dropped. The cvs arrived within 5 minutes of being called and chose not to open the patient's chest but rather insert a balloon into the site of injury in hopes of stopping the bleeding and CPR was started. Unfortunately the patient did not survive this rescue attempt and died on the table. The injury site and size were unknown.